Event description:
It was reported that the bd insyte¿ IV catheter packaging was found damaged and opened before use. The following information was provided by the initial reporter, translated from japanese to english: "a package was already opened before use."

Manufacturer narrative:
H.6. Investigation: three photos and one sample was received by our quality team for evaluation. From visual inspection of the photos and the sample, an opened seal was observed, confirming the customer experience. No shallow pocket and no top web damaged was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal areas, which was present on the returned sample and therefore, showed that the sealing process was completed in the manufacturing facility. A comparison was done using a properly sealed packaging and the returned sample. A simulation was performed using the peeling pattern for minimum and maximum sealing parameter, no sealing issue and no open seal was observed. The controls in place to ensure package seal integrity include a packaging daily process checklist to ensure that the sealing parameters are running at the nominal setting, an hourly check on damaged packaging, sealing width and water least test for in-process inspection, and a sealing width and water leak test for out-going inspection. As well as a bottom web incoming inspection and visual inspection for dirt, bubbles, or gels and a top web incoming inspection and visual inspection on every batch for continuity and consistency of lacquer formation, foreign embedded particles, tears/hoes, and no visible holes or tears and correct graphics, therefore, no assignable process or lot related root cause can be established.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ IV catheter packaging was found damaged and opened before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a package was already opened before use."